Event description:
It was reported that when the "physician started an rf application, the temperature increased immediately to the maximum (42 degrees celsius) while the power was only 1 w. The physician then noticed a leak of the irrigation system situated in the cool path duo handle. As the pt was healed, the physician decided to stop the procedure. The leak may have started earlier but was less important. As we had to increase the irrigation from 10 to 14 ml three times in order to reach the desired power: 30w (temperature was at the maximum 42 degrees celsius). A couple of minutes after the procedure ended, the pt didn't feel well, couldn't speak normally and was disoriented. The physician diagnosed a stroke and the pt underwent an emergent CT scan and MRI. Both exams were fine and 90 mins after the event the pt spontaneously got better and doesn't have any sequelae. Anyway, as the catheter was in the left ventricle (aortic approach), the physician alleges that a bubble may have entered the irrigation circuit through the leak."

Manufacturer narrative:
The returned unit was visually and functionally examined. A leak was confirmed from inside the handle due to a damaged lumen. To verify whether a bubble is created during leakage, a lab study was performed with multiple leaking handles and alternating high/low pump cycles. No bubbles were observed during the testing. The cause for the alleged bubble entry remains unk. Catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity (including leak and occlusion test) to ensure they met the specification requirement.